Event description:
It was reported that failure to recapture the proximal and distal filters occurred. A transcatheter aortic valve replacement (tavr) procedure was performed with the use of a sentinel cerebral protection (cps). A 0.014in, 190cm non-boston scientific guidewire was used in conjunction with the sentinel cps. The tavr procedure was completed and during removal of the sentinel cps difficulty was experienced retracting the distal filter using the distal filter slider and a portion of the sentinel cps lumen became exposed. The distal filter was unable to be fully recaptured. Difficulty was encountered with the proximal filter slider when attempting to recapture the proximal filter. Excessive force was applied to the sentinel cps catheter which resulted in a catheter kink and proximal filter kink. The proximal filter was unable to be fully recaptured. The sentinel cps was removed from the patient with both the proximal filter and distal filter in a partially open state. No patient complications were reported.

Manufacturer narrative:
H6 device codes updated. H6 component codes updated. H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. Device analysis: the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific (bsc) quality technician. The returned sentinel cps was visually, microscopically, and functionally examined. The sentinel cps was returned with the inner member kinked, the proximal filter partially unsheathed, the articulating distal sheath relaxed, the distal filter slider bent and detached, and the distal filter detached and not returned. The proximal filter was successfully deployed and recaptured during functional testing and microscopic inspection identified the proximal filter was partially detached from the filter hoop. Functional testing of distal filter deployment was unable to be performed due to the detachment of the distal filter and the distal filter slider. Flush testing of the front handle flush port and rear handle flush port was performed without issue. Flush testing was unable to be performed through the distal filter slider flush port due to the detachment of the distal filter slider. Two (2) photographs of the sentinel cps post-procedurally were provided and reviewed by a bsc quality technician. One (1) photograph showed the detachment of the distal filter slider and one (1) photograph showed the partial recapture of the proximal filter.

Event description:
It was reported that failure to recapture the proximal and distal filters occurred. A transcatheter aortic valve replacement (tavr) procedure was performed with the use of a sentinel cerebral protection (cps). A 0.014in, 190cm non-boston scientific guidewire was used in conjunction with the sentinel cps. The tavr procedure was completed and during removal of the sentinel cps difficulty was experienced retracting the distal filter using the distal filter slider and a portion of the sentinel cps lumen became exposed. The distal filter was unable to be fully recaptured. Difficulty was encountered with the proximal filter slider when attempting to recapture the proximal filter. Excessive force was applied to the sentinel cps catheter which resulted in a catheter kink and proximal filter kink. The proximal filter was unable to be fully recaptured. The sentinel cps was removed from the patient with both the proximal filter and distal filter in a partially open state. No patient complications were reported.